Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator would not turn on, even with a new battery. The generator was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the interconnect flex connector was not seated properly in the main printed circuit board (pcb) connector, pins were offset. As a result the interconnect flex was reseated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.